Event description:
The customer reported difficulty with the pump¿s quick bolus/wake button, requiring multiple presses to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support instructed the customer on techniques to press the button and assisted with removing the case to improve functionality. Despite these measures, the issue persisted, and technical support decided to replace the pump. The customer planned to use multiple daily injections (mdi) as a backup insulin delivery method and was guided on returning the malfunctioning pump with a pre-paid label.